Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. Both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. The sales representative did not have the correct sized tibial bearing during the procedure and the available tibial bearing was implanted. The patient was revised the next day on (B)(6), 2011 to remove the tibial bearing and replace it with a larger/thicker tibial bearing